Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the lead exhibited loss of capture and loss of sense. The telemetry recording confirmed that the lead had dislodged. The physician elected to re-positioned the lead. During the procedure, the helix of the lead failed to extend. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of capture and loss of sensing. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood. The reported event of helix mechanism issue was confirmed. X-ray inspection found over torqued of the inner coil at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood in the helix region and over torqued of the inner coil. The reported events of loss of capture and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.